Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that it was taking longer to charge since two weeks ago. They charge every 48 hours and it usually takes 25 min to charge, but now it was taking 40 min to charge. When they are connected, they were seeing 6 or more coupling boxes, and the ins is charged about 1/2 when they start a charge. The patient had not recently been reprogrammed, switched to a new group, or needed to increase parameters. There were no previous discharge or overdischarge events that may have contributed. The patient was redirected to their healthcare provider (hcp) to have the ins checked. It was indicated their next appointment was not until (B)(6) 2019. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stating the cause was not determined and that charging is taking "a little longer" than before.